Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod coil, ruby coil detachment handle (handle), and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a pod coil into the vessel and attempted to detach it using a handle; however, the pod coil failed to detach. Therefore, the handle was removed. The procedure was completed using a new handle and the same pod coil. There was no report of an adverse effect to the patient.